Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
It was reported by the customer that a k-wire got stuck in pta00040 during a pre-surgery walkthrough with surgeon. The instrument was not used on a patient. Images shows the broken k-wire in one of the holes of the instrument.

Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and a pin was confirmed to be broken off in one of the pin through holes. Examination of the returned device finds the instrument exhibits wear and tear indicative of a reusable instrument that has been used over the years. Inside one of the pin holes is a pin that has been jammed and subsequently sheared off due to the jam. Examination of the fracture surface of the pin finds it to be consistent with a torsional overload fracture following jamming of the pin in the through hole. Dimensional inspection: a dimensional inspection of the affected pin hole was not possible since the pin was cold welded inside and unable to be removed. However, a 2.4mm pin was used in the other hole and demonstrated the ability of the pin to move easily through the hole. Indicating that hole was manufactured to specification. This is a known issue from through-holes experiencing wear from bending/insertion/extraction of pins/k-wires during surgery. This is most likely due to galling between components from multiple uses and/or misuse. Based on investigation, the root cause was attributed to a user related issue. The event was caused by bending or insertion of the wire at an angle during use resulting in jamming of the pin. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
It was reported by the customer that a k-wire got stuck in pta00040 during a pre-surgery walkthrough with surgeon. The instrument was not used on a patient. Images shows the broken k-wire in one of the holes of the instrument.